Event description:
It was reported that the surgeon reamed to 55mm and inserted a 56mm tritanium window trial which had good bite. He then asked for a 56mm tritanium cup. The cup fell in and had no bite. He retrialed the 56mm window trial and it still had good bite. After a 2nd try with the cup he decided to ream up to 57mm and insert a 58mm cup which had good bite. His concern was that the cup was either packaged incorrectly, labeled incorrectly or manufactured incorrectly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The investigation could not determine the root cause of the event as the visual and dimensional inspections determined the part was to specification. Visual inspection: the device was returned in good condition with no abnormal marks or scratches. It is clearly marked a catalog number 502-03-56e. Dimensional inspection: overall dimensions were taken and compared to the 502-03-56e print to confirm that the part had been correctly marked. The part was confirmed to be a 502-3-56e. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon reamed to 55mm and inserted a 56mm tritanium window trial which had good bite. He then asked for a 56mm tritanium cup. The cup fell in and had no bite. He retrialed the 56mm window trial and it still had good bite. After a 2nd try with the cup he decided to ream up to 57mm and insert a 58mm cup which had good bite. His concern was that the cup was either packaged incorrectly, labeled incorrectly or manufactured incorrectly.